Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc). Moreover, a possible micro dislodgement was suspected as the cause of loc. A new lead was implanted. No additional adverse patient effects were reported.